Event description:
Customer reported: chemotheraputic agent, infusing from a secondary IV bag, "leaked all over the place" when the ca-300 piggyback adapter was accidently pulled out of the primary line infusion port. It was reported that the pt was walking to the bathroom and caught the secondary line on something causing the ca-300, attached to a baxter primary IV set, to pull out of the primary line port. Only a small amount of chemo got on the pt, according to the nurse but "chemo was infusing rapidly so a fair amount ended up on the floor." No pt adverse effect was reported but the pt may not have received the desired theraputic dosage of medication.